Event description:
Caller indicated the relion micro meter was giving low readings. Caller stating that she wasn't feeling well (having symptoms) so she checked her bg levels and the result on her micro were 28. She contacted her physician who stated that this is not possible and that if it were she would be dead. Caller also contact pharmacist who said the same thing. Caller had some orange juice and a ham sandwich and she tested again and her result was 84. There is no reference to verify if there was a defect in the meter. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.